Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged, broken, and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the box was broken under the packaging. The device was not used because the damage to the packaging compromised the sterility. Another device was used, there was no delay to procedure, and there was no patient consequence.